Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had a fall and stopped receiving effective therapy. It was found the lead was damaged and an impedance check showed high impedance. As a result, the patient's lead was explanted and replaced. The patient received stimulation in her leg post operatively.